Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/09/2025, it was reported by a sales representative via phone that an ar-3636 did not cinch down all the way. This occurred during a labral repair on (B)(6) 2025 when the device stopped cinching with slack on the labrum side of the anchor. The surgeon pulled to continue and broke the suture. The suture was cut out and the anchor remained. They put another anchor in beside it.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation, misaligned insertion; or prying/leveraging the device during insertion.